Event description:
Complainant alleged that while attempting to treat a (B)(6) year old patient, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The ECG data from the event was returned and evaluated. Evaluation found that three of the three-second analysis segments each returned a finding of "shock advised". The logic table utilized by the AED plus calculated a significant degree of qrs variability along with a higher than normal number of peaks which would typically be found in a slow ivr or bradycardic rhythm. The unusual morphology of the t-wave which showed a biphasic pattern likely contributed to the counting of additional peaks which triggered the logic table to return a determination of a shockable rhythm. Based on our review of the data we have concluded that the analysis program results were correct for the specific analysis in question and that there was no indication of a malfunction with the device. The electrode pads were not returned to zoll medical corporation as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.